Manufacturer narrative:
Exemption number e2017015. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During a patient procedure, movement of the stand was not possible. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results showed that water from the air conditioner fan duct (located above the system cabinet) was dripping above the ncu (numeric control unit), resulting in a short circuit in the ncu. As a result, the ncu stopped working and eventually stand movements were blocked. The root cause is considered as inappropriate environment control (air conditioner became defective) at the customer site and has been resolved by the customers repair of the air conditioner. No further actions are to be taken at this time.